Event description:
It was reported that the company representative was attempting to interrogate the patient¿s device and could see the initial magnet response on the electro-cardio gram (ECG) but no further evidence on the magnet response past that. Troubleshooting suggestions were given. The company representative later called and reported that he was able to interrogate the device successfully after changing out the radio frequency (rf) head. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).